Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had severe hyperglycemia. The customer¿s blood glucose level was 478 mg/dl and 422 mg/dl. The customer was given manual injection to resolve the event and it was also reported that the glycaemia was improved after changing the infusion set. The insulin pump will not be returned for analysis.